Manufacturer narrative:
Qa requested return of the explanted components for evaluation, however, at this time they have not been received. Should this status change, qa will ammend this report as required.

Event description:
A revision occurred on 1/7/88 to replace the cylinders. This report addresses a complaint received on 10/15/96 that claimed, "one cylinder seems to be flat." Add'l info: explant surgery occurred on 1/14/97 during which the surgeon noted there appeared to be a complete "transection of the input tubing to the left cylinder." The pump and cylinders were removed and replaced.